Event description:
Nurse noted that foot/leg that had the PICC inserted in left saphenous vein on (B)(6)2010, was wet, but the dressing was intact. The leak was coming from the area where the line was connected to the butterfly hub. Nurse practitioner was called to the room, where the dressing was removed and it was found that the line was separated from the junction of the hub. The fellow and attendant were unable to retrieve the line from the vessel with needle forceps. The line was unable to be located. Infant is experiencing necrotizing enterocolitis.

Manufacturer narrative:
The used device was returned to vygon's (B)(4) site on 7/1/2010. The device was forwarded to vygon (B)(4) in (B)(4) the same day for further investigation. Initial results of investigation found the tensile overload may have been a contributing factor. In addition, it was noted that the line was in place for 54 days. The investigation and corresponding follow up actions are not yet complete. A follow up MDR will be submitted with results of the investigation and necessary actions.